Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had frozen display. The customer blood glucose level was 475 mg/dl at the time of incident. Customer also stated that she had not received any alarms from the pump. Troubleshooting was performed for high blood glucose. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime,seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No frozen display noted during testing.